Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. Device received with broken battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to the fluid or moisture and then it was not getting on. The blood glucose level of the customer unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.